Event description:
It was reported after loading a patient on the cot the medics were allegedly unable to raise the cot to the transport position. The crew called another medic unit tor transport of the patient on another cot. There was no report of injury or adverse consequence to the patient. The undercarriage of the subject cot was able to be extended with force so it could be transported back to the station. A field technician was onsite when the cot was returned to the station. The cot was evaluated and it was found a washer was missing from the foot end cover plate which allowed the screw to poke down too far and impede the travel of the roller. The missing washer was found to be an oversight from a previous pm service conducted on 12/7/2016. The washer was installed and the cot was tested for all functions and returned to service on the same day as the reported incident.